Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 01-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager failed in the fridge. A field service engineer confirmed that a customer had recovered the fridge. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a fridge failure. The customer reported that the malfunction occurred while the user was trying to issue the medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.